Event description:
It was reported that during patient treatment, when switching from manual ventilation to automatic ventilation, ventilation did not function, and when switching back to manual ventilation, the manual ventilation bag did not inflate. There was no patient harm. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The received information (including logs) has been evaluated and our conclusion is that there was no technical malfunction in the system during the reported event. The logs indicates that there was a leakage during the event. Based on the above information, our conclusion is that the reported issue was caused by a leakage or miss connected tubing, there was no technical malfunction in the system. The measured values of inspiratory and expiratory oxygen and anesthetic agent are exactly the same, usually indicating that the sampling line is not measuring near the y-piece or that the y-piece is not connected to the patient. The exact root cause of the reported event has not been determined in this investigation.

Event description:
Manufacturer's reference number: (B)(4).